Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-jul-2023. H6: investigation summary it was reported there is a hole at the base of the needle which leaks. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens. The sample has a molding short shot about 3/8" from the bottom of the needle hub. The sample was connected to a syringe with saline solution. There was leakage of saline solution through the molding short shot. No other defects or imperfections were observed. This defect could occur if the stripper bushing was worn. A device history record review was completed for provided material number 305165, lot 2228049. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The stripper bushing was replaced on (B)(6) 2023. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that during medication preparation with 2 bd 21g 1in needle a hole was discovered at the base of the needle and leakage occurred. Medication sprayed into nurses glasses, there was no additional impact. The following information was provided by the initial reporter: customer reported that there is a hole at the base of the needle which leaks when preparing the medication. A nurse received some in her glasses, because there was a spurt that was projected when she gave the injection.

Event description:
It was reported that during medication preparation with 2 bd 21g 1in needle a hole was discovered at the base of the needle and leakage occurred. Medication sprayed into nurses glasses, there was no additional impact. The following information was provided by the initial reporter: customer reported that there is a hole at the base of the needle which leaks when preparing the medication. A nurse received some in her glasses, because there was a spurt that was projected when she gave the injection.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.